Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports gauze is visibly linting during surgery.

Manufacturer narrative:
An investigation of the reported condition was performed. One opened sample was returned for evaluation. The sample was removed and shaken to find short fibers within the fold which fell from the sponge. The reported condition is confirmed. The returned product did not meet quality release specifications. Product analysis confirmed that the issue did contribute to the reportable event. The most likely root cause indicates that during the slitting of the gauze into slit widths, the pinking blades may create short fibers which the vacuum system picks up. If the vacuum is not set strong enough, then the fibers may not be picked up. Product is meant to be used as produced without unfolding. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a visual inspection is performed to inspect for linting during production. A corrective action and preventive action was being implemented. This information will be utilized for trending purposes to determine the need for additional corrective actions. Containment for th e reported condition was performed as part of the aforementioned CAPA. If information is provided in the future, a supplemental report will be issued.